Event description:
Reported via journal article it was reported that serious injuries occurred. The following event was obtained via a retrospective analysis following 103 patients who underwent a left atrial appendage (laa) closure procedure where watchman closure devices were successfully implanted, and the patients were followed. It was reported that out of 103 patients, the following serious injuries occurred: bleeding, pericarditis, myocardial infarction, systemic embolism, ischemic stroke, intracranial or intraspinal hemorrhage, peri-device leak with an average leak size of 2.9 plus or minus 1.7mm, device related thrombus, non-cerebrovascular neurological syndrome. Interventions included imaging, oral anticoagulation, a non-boston scientific vascular plug.

Manufacturer narrative:
. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: liu, m. Et al (april 10, 2025). The safety and efficacy of left atrial appendage closure devices in patients with non-traumatic intracranial hemorrhage. 473. Journal of the neurological sciences. Https://doi.org/10.1016/j.jns.2025.123490.